Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # 217c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with an indent on the proximal nozzle and with a gst45w reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No conclusion could be reached as to what may have caused the nozzle to be damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.   Device history review a manufacturing record evaluation was performed for the finished device batch number 217c18, and no non-conformances were identified. Additional information was requested and the following was obtained: what troubleshooting steps were taken? The team tried to empty what they could find in the jaws of the end effector, but still could not get the stapler to fire.

Event description:
It was reported that during an unk procedure, the stapler fired two times, but would not fire again with a white reload inserted. Surgery was delayed. Another stapler was used to complete procedure. There were no patient consequences.